Event description:
Epinephrine was electronically ordered. Font on screens is small. Excess extraneous information is contained on the screen. The concentration of the drug was obfuscated amidst extraneous information of small font. Patient received dose 10x more than what was ordered. Patient sustained myocardial infarction.